Event description:
Sterile custom vitrectomy pack (ref #: as710670/lot #: jz5232145) contained a "lunch" tray that was inadvertently left behind during manufacturing process. "Lunch" tray was not part of the pack and should not have been in there. Sterile field was broken down and all contaminated items were disposed of. "Lunch" tray and product identifiers (itemized packing slip with reference/lot number) was given to manager. Surgery was delayed by 30 minutes while new set up (intruments, vitrectomy pack, and medication) was pulled and reopened and constellation reprimed.